Event description:
Event description cpi received information that this transvenous defibrillation lead was exhibiting oversensing, decreased r wave amplitude and decreased impedance since the last clinic check. The patient was brought in for a lead revision. During the procedure the patient experienced a pneumothorax.